Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Healthcare personnel attempted to cycle the device to no avail as the tests showed that when the pump was pressed it would dimple. Two weeks after this visit, a surgical procedure was performed in which the existing pump was removed and replaced with a new component. The patient was retrained on the pump usage and the component was tested several times following the procedure. It was indicated that the patient was stable and got better after the intervention.

Manufacturer narrative:
Product investigation completed. The pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded that identified a pump failed activation test was the most probable cause of the device malfunction. Product analysis confirmed pump malfunction. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Healthcare personnel attempted to cycle the device to no avail as the tests showed that when the pump was pressed it would dimple. Two weeks after this visit, a surgical procedure was performed in which the existing pump was removed and replaced with a new component. The patient was retrained on the pump usage and the component was tested several times following the procedure. It was indicated that the patient was stable and got better after the intervention.